Manufacturer narrative:
Result: siderail stuck down due to a bent glide rod.

Event description:
It was reported by service report that the foot right siderail was stuck sown due to a bent glide rod. No pt involvement or adverse consequences were reported.